Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation by the right ventricular (rv) lead. No capture and inappropriate pacing was observed. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.